Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. In addition, high out of range pacing impedance measurements on the right atrial (ra) lead were noticed. Technical services (ts) recommended further testing and reprogramming options. No adverse patient effects were reported. This ICD remains in service.